Event description:
It was reported the patient's (ireland) paresthesia field had moved from the back and legs to the buttocks and feet, producing an uncomfortable sensation in the back. The physician elected to proceed with surgical intervention to address the reported issue. Confirmation of lead migration was made during the procedure. The existing lead was repositioned and a new anchor was used to secure the lead. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.